Event description:
Three weeks after injection of facial wrinkles with bovine collagen, the pt reported redness and swelling at the facial injection sites and forearm test site. Physician eventually treated with tapering dose of prednisone.